Event description:
It was reported that the controller exhibited an electrical fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with (B)(6) and one (1) controller (B)(6) were not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed discoloration to the outer sheath of the driveline and damage to the driveline strain relief. Visual evidence provided by the site also revealed contamination around power port two (2) and the pump connector of the controller housing; no anomalies were observed within the controller ports. These are additional findings not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline strain relief damage may be attributed to wear and/or improper handling. The most likely root cause of the observed contamination on the controller housing event can be attributed to handling of the device. Visual evidence provided by the site did not reveal sufficient evidence to determine the cause of the reported event. Review of the event log file revealed several reactivation events logged on between (B)(6) 2023, due to an open phase on the front stator. Review of the alarm log file revealed one (1) electrical fault alarm logged on (B)(6) 2023 at 14:33:38 indicating due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). Review of the alarm log file then revealed two (2) vad disconnect alarm was logged on (B)(6) 2023. The first vad disconnect alarm was logged at 15:30:03 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. This vad disconnect alarm was followed by two controller power up events without pumps start events and the second vad disconnect alarm, logged since 15:32:21, likely due to troubleshooting of the controller after the controller exchange. As a result the reported electrical fault event was confirmed. A possible root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to reported controller exchange and troubleshooting. A possible root cause of the electrical fault alarms and observed reactivation events can be attributed, but not limited, to a marginal connection between the drive line and controller and/or contamination within the driveline connector. Additional products: d1: heartware ventricular assist system ¿ driveline cable/(B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller ((B)(6)) was returned for evaluation. The driveline cable associated with (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. There was no evidence that (B)(6) had previously been serviced. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed discoloration to the outer sheath of the driveline and damage to the driveline strain relief. These are additional findings not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline strain relief damage may be attributed to wear and/or improper handling. Failure analysis of the returned controller revealed the device passed functional testing. Visual inspection revealed contamination on the pump connector. Visual evidence provided by the site also revealed contamination around power port two (2) and the pump connector of the controller. Additionally, visual inspection under 10x magnification revealed a hairline crack on the controller housing at the serial port connector and a missing serial port cap. Internal inspection of the retuned controller did not reveal any anomalies. The controller housing contamination, controller housing crack, and missing serial port cap are additional findings not related to the reported event. The most likely root cause of the observed controller housing contamination and missing serial port cap events can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack on the controller housing near the serial port connector was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Review of the event log file revealed several reactivation events logged on between (B)(6) 2023 and (B)(6) 2023, due to an open phase on the front stator. Review of the alarm log file revealed one (1) electrical fault alarm logged on (B)(6) 2023 at 14:33:38 indicating due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). Review of the alarm log file then revealed two (2) vad disconnect alarm was logged on (B)(6) 2023. The first vad disconnect alarm was logged at 15:30:03 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. This vad disconnect alarm was followed by two controller power up events without pumps start events and the second vad disconnect alarm, logged since 15:32:21, likely due to troubleshooting of the controller after the controller exchange. As a result the reported electrical fault event was confirmed. A possible root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to reported controller exchange and troubleshooting. Based on risk documentation and the investigation conducted, a possible root cause of the reported electrical fault alarms and observed reactivation events can be attributed to the contamination in the driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline c onnector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction report is being submitted to include allegations against the ventricular assist device (vad) driveline. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ driveline cable d4: model #: 1104 / catalog #: 1104 / expiration date: 31-aug-2022 / serial or lot#: (B)(6), UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 08-aug-2020 h5: yes h6: patient ime code(s): e2043 h6: imf code(s): f26 h6: img code(s): g02004 h6: FDA device code(s): a07 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) driveline cable was suspected to be involved in the electrical fault alarm and that the driveline may be damaged. The vad driveline remains in use.